Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient reported low voltage alarm while being connected to their mobile power unit (mpu). The patient stated that a connect to power alarm sporadically had been occurring over the last 2 weeks while connecting their white power lead to their mpu at night. The alarm is resolved as soon as the patient connect over to 2 fully charged 14 v batteries. Preventative maintenance was performed on mpu to see if the alarm persists, however, no alarm has occurred while performing troubleshooting. Log file submitted captured random power cable disconnect events throughout the log on both battery power and wall power. The patient was given a new mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of damaged patient cable and of an unknown alarm. The reported event of ¿connect to power alarms¿ was confirmed via the log file review. The log file spanned approximately 11 days (26dec2021 to 06jan2022 per the timestamp). Atypical power cable disconnect alarm intermittently activated from 26dec2021 at 10:57 to 27dec2021 at 00:33 and on 06jan2022 at 16:40 due to invalid rsoc fault on the white power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned mobile power unit, serial (B)(6), was connected to a mock circulatory loop for an extended period of time without producing an alarm. The returned device underwent functional testing and passed all steps without any issue. The device was returned to customer. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.